Manufacturer narrative:
A visual examination of the returned device found that the device was fully deployed and the clip assembly was not returned. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The complaint device was returned fully deployed and the clip assembly was not returned. The most probable root cause could not be determined due to the return condition of the device.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip device was locked onto tissue and deployed; however, the clip failed to release from the delivery catheter. The device was removed from the patient. The procedure was completed using a second resolution clip device. No patient complications were reported as a result of this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown, however, it was reported that the patient was around (B)(6) years old. (B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip device was locked onto tissue and deployed; however, the clip failed to release from the delivery catheter. The device was removed from the patient. The procedure was completed using a second resolution clip device. No patient complications were reported as a result of this event. The patient's condition following the procedure was reported to be fine.